Event description:
It was reported that during the surgical procedure, the system shifted to battery power. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.

Manufacturer narrative:
The investigation concluded that the system issue experienced was associated with the battery pack module (bpm). The system was repaired by replacing the affected bpm. The bpm was returned to isi for failure analysis investigation. It was determined that all four batteries of the bpm were out of spec and needed to be replaced. As of 9/20/06, there have been no reported recurrences of the issue at this hosp.